Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging her onetouch veriopro meter read inaccurately erratic. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 8x daily and her results are usually around 4-6 mmol/l (fasting) and up to 8 mmol/l (after meals). The patient manages her diabetes with lantus insulin and novorapid insulin. The alleged issue began on (B)(6) 2013. The patient reported blood glucose results of ¿13 mmol/l and 6.7 mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. The patient continued to follow her usual management routine. An hour after the start of the alleged issue, the patient claimed she felt symptoms of weakness, dizziness and blurred vision. The patient ate half a banana as treatment and felt better about 20 minutes later. The patient tested her blood glucose on another device; however, results were not provided. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution for quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.